Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side exchange with no complaint against the device. Healthcare professional later reported rupture was found at the time of explant. Healthcare professional later reported "small masses". Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture-breast: observed, broken device assessed as surgical impact opening(shell thickness within specification). Lump/nodule-breast: unable to observe since it is not related to the device. Additional observations: stress marks are observed assessed as non-penetrating nick. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported left side exchange with no complaint against the device. Healthcare professional later reported rupture was found at the time of explant. Healthcare professional later reported "small masses". Device has been explanted.